Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported inflation issue and leak were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a posterior descending artery that did not have any tortuosity or calcification, and was 99% stenosed. A 2.5 x 15 mm trek balloon catheter was used; however, a leak was noted to be coming from the guide wire exit notch during the first inflation at 10 atmospheres (atm). The balloon was only partially inflated and would not inflate past 10 atm. A 2.5 x 15 mm non-abbott balloon catheter was then used and an unspecified stent was implanted to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.